Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-58 lead, (B)(6) 1999. (B)(4).

Event description:
It was reported the right atrial (ra) lead exhibited high and variable thresholds. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.